Event description:
One blood leak occurred within 10 minutes starting dialysis at the 4th reuse. The total blood loss is approx. 250cc, since the blood was not returned to the patient. The patient was well and no medical treatment was given. Other cases of leak were reported from this facility.